Manufacturer narrative:
This complaint has been identified as part of a voluntary recall. Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - medical device problem code: 3191: no code available (unspecified issue with the lens). Section h9 - recall event ID: (B)(4). Section h9 - johnson & johnson surgical vision (jjsv) has initiated afield action related to tecnis® toric ii optiblue® (zcw) intraocular lenses (iols) due to an identification of a limited quantity of these products in which the cylinder axis marks do not meet product specifications for the allowable angle between low power meridian (lpm) and toric cylinder axis marks.this could potentially result in an increase in astigmatic error for patients that are implanted with the non-conforming iol depending on the magnitude of the incorrect angle relative to the lens toric markings. A secondary surgical intervention may be necessary to address the clinical impact, which could range from iol rotation, to corneal laser refractive correction, or explant of the iol and lens replacement. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient's visual acuity had worsened post toric intraocular lens (iol), model zcw375, implantation. Event was provided after the announcement of the voluntary recall. The result of preoperative visual acuity (va) for the left eye (sca) was sphere (s) + 1.50dc -3.75d a88 degree. The va post iol implantation (after (B)(6) 2023) was s + 2.50dc -5.25d a73 degree, readings have not changed as to date of this complaint. Account indicated that the patient complained of poor vision; the iol remains implanted. Through follow-up, we learned that on (B)(6) the six months post-operative visit took place. The physician considers explanting and exchanging the iol because of the patient's clinical course. The physician also mentioned that the patient is considering using glasses. There is no definitive resolution as the patient is being monitored. No further details were provided.